Event description:
The new fisher & paykel vitera full face CPAP mask with headgear has a factory problem. The problem is that the hose is easily detached from the mask. Even a child can remove the hose from the mask. I am getting up without being able to breathe with the mask on my face and the hose on the floor. You don't have to put pressure on it to separate the mask from the hose. A month ago I contacted the manufacturer and still haven't received a response. You need to investigate this. Sleeping without the appropriate air pressure can cause serious health complications including death. FDA safety report ID # (B)(4).